Event description:
Explanted pump returned to manufacturer for analysis. Report included - pt returned for pump refill and instead of 2 ml of residual in the pump, 18 ml of drug was withdrawn. A roller study was done and the roller did not move. It was determined the pump had stopped working. The patient experienced minimal signs and symptoms of increased spasticity as reported by the family members. Outcome of the patient post replacement of the pump was "no harmful effects reported".